Manufacturer narrative:
The following devices were also listed in this report: unknown_joint replacement_product; unk_jr; unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right knee was revised due to pain. Patient's tibial baseplate and 4x9 ps insert were revised.